Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-10817- device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 3 infusion sets adhesive since (B)(6) 2024 with no further date specification..the set came off due to extreme moisture while doing daily activities.the infusion set was in use for estimately 48 hours the symptoms were noticed within 3 hours of insertion. No further information available